Event description:
The doctor reported the implant was removed due to osseointegration failure 4 months after placement surgery. Oral hygiene at the site of the implant was good. During the surgery, peri-implantitis was observed.